Event description:
It was reported that during a pph procedure, the doctor found it very hard to cut the washer, and need to use abnormally large force to cut the washer with a "crunch" sound. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.